Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the seals of the device are damaged, which caused a delay to the surgery. No adverse consequences were reported.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: damaged seals. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures. (B)(4).

Event description:
It was reported that the seals of the device are damaged, which caused a delay to the surgery. No adverse consequences were reported.